Manufacturer narrative:
The customer¿s report of a leak from the filter of the extension set was confirmed. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. During visual inspection under magnification it was observed that the filter was slightly misaligned within the body. No other anomalies were observed on the set. Functional and pressure testing confirmed leaking between the seams of the filter body. The root cause of the leak was determined to be due to light seals on the filter.

Manufacturer narrative:
Concomitant medical products: (3) pri tubing; 3ml monject syringe, therapy date (B)(6) 2016. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the patient was receiving tpn, lipids and d12 at 9.9 ml per hr. The IV lines were connected to a PICC line and attached to a trifuse with a filter. The filter was in use for 14 hrs. When the user noticed the filter leaking tpn. There was no report of patient harm.